Event description:
Caller reported aviva result of 59 mg/dl at 11:11 am. Felt sick and treated self with 6 glucose tablets. Retest results were 64 mg/dl at 11:18 am, 416 mg/dl at 11:28 am, 169 mg/dl at 11:28 am. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.